Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and became unresponsive during device interrogation. Despite several attempts to reboot the programmer, it remained on the startup screen and did not change. Another programmer was used to complete the interrogation. It was further reported that the battery was removed from the programmer for about a half-hour and replaced; the programmer appears to be working now. The programmer has not been returned for service. No patient complications have been reported as a result of this event.